Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, when the sheath was pushed and pulled several times, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries reported.